Event description:
It was reported that the patient felt stimulation while the device was off. It was noted that the patient felt tingling when the device was turned off. It was noted that the patient had a sciatic nerve issue which could be contributing to the perception. Additional information was requested but was not available as of the time of report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, lot# n293796, implanted: (B)(6) 2011, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) did not have any further information regarding the e vent.